Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the customer was hospitalized for a high blood glucose in the 600 mg/dl and 700 mg/dl ranges and diabetic ketoacidosis. The hospitalization occurred on (B)(6) 2016. The customer's blood glucose had been in the 300 mg/dl all day long. The experienced vomiting and confusion. He was weak, lethargic, and he did not have an appetite. He treated with the insulin pump; he did not have a medically prescribed back-up plan. The wife declined to troubleshoot for site or set issues. The reservoir was not returned for analysis.